Event description:
It was reported that the device will not connect to the customer's wireless network. It was also reported that there was no pt injury. The customer stated that the device was tested on other pumps and confirmed the connection issue was related to the battery module.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The evaluation confirmed a check battery alarm. The module was not in specification, and failed to pass testing due to a failure on the radio printed circuit board. The check battery alarm prevents the modules capability to perform as expected and is a known contributor to the reported network connection issue. The device was unable to be repaired and the customer was issued a replacement device.